Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg would not hold a charge and was no longer working. The physician suspected that it was not working since the ipg would not hold a charge. The patient underwent an ipg replacement per physician's preference. The patient was reportedly doing well postoperatively.